Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery cap had stripped threads. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The battery cap was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery cap threads were stripped. Battery cap would not fully tighten, it would just spin in pump. The coin slot was worn. A test cap was used to complete investigations.